Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the high impedances was not known. The issue was not able to be resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4). Implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that there were high impedances over 10,000 ohms on electrodes 4-6. The rep reported that the patient had fell. The rep reported that the patient wanted a new program to cover the low back. The rep noted that the patient had one program now that covered. The issue wasn¿t resolved. No further complications were reported.